Event description:
It was reported that the color went grey then the device blacked out. There was a surgical delay greater than 30 minutes. The procedure was completed with a backup device with no patient injury reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Ccu failed functional testing with no live video output. Cause of video output malfunction is a defective fan on the analog output pcb. The defective fan resulted in the video processor pcb overheating and live video output malfunction. The complaint was confirmed and a root cause has been associated with an electrical component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.